Event description:
It was reported that the pt had a change in therapy effect following a refill. The symptoms included nausea, sweating, vomiting, and incoherence. The caller provided that 3 or 4 ml of drug were injected and pulled back to make sure that the needle was in the reservoir port. A bridge bolus was programmed as the drug concentrations were changed from lioresal 500 mcg/ml to 2000 mcg/ml. It was not known if there were any alarms and a volume discrepancy had not been checked at the time of the report. In 2008, it was further reported that the pt had been sent to the ER (it was not indicated if the pt had been admitted). The hlth care providers determined that the pt had a "mini stroke". The physician lowered the pt's dose but no further troubleshooting had been performed on the pump as it was "deemed not the cause of her symptoms". The daily dose of baclofen being delivered via the pump was not reported.

Manufacturer narrative:
.